Event description:
The distributor reported the nozzle on the evis lucera gastrointestinal videoscope was clogged. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign matter due to insufficient cleaning. This report is to capture the reportable malfunction of the nozzle was clogged with foreign matter due to insufficient cleaning noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Due to clogging of the nozzle, water removal ability did not meet the standard value. Due to a pinhole on the channel tube, water tightness was lost. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The adhesive on the bending section cover had a crack, chip, and white-clouded area. The adhesive on the around the light guide lens had a white-clouded area. The plastic distal end cover had a dent. Switches four (4) and one (1) had wear. Universal cord has a wrinkle. Paint on the suction cylinder and air/water cylinder was peeled. The suction cylinder was shaved. Scratches were found in multiple locations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material in the nozzle was unable to be identified. There were no deformations in the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.